Event description:
It was reported that the remote user interface joystick on the 9900 system had an intermittent error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface joystick was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.